Event description:
Clinical rationale: a 76 year old female with a past medical history significant for prior coronary artery bypass grafting, coronary artery disease, and renal insufficiency underwent impella cp (sn (B)(6)) support for acute myocardial infarction with cardiogenic shock. The device was inserted percutaneously via the right femoral artery on (B)(6) 2026 at 14:39. Following transfer to the ICU, the patient developed an access site hematoma and major bleed at the repo sheath/introducer hub valve. Act monitoring was utilized, and the patient was receiving anticoagulants and antiplatelet therapy at the time, with no underlying conditions directly contributing to blood loss aside from baseline pad/pvd, vessel tortuosity, and obesity. Approximately 200 ml of blood loss was reported, and two units of blood products were administered. Forward suturing and 4x4 gauze were used; however, hemostasis was not achieved. The physician was aware of the hematoma, but due to the patient¿s dnr status, no further intervention was pursued. The patient subsequently survived the impella explant on (B)(6) 2026 at 12:42 and was successfully weaned. The event was attributed to impella access site bleeding, though there was no device performance involvement, and the device was not removed due to the failure mode. The pump and introducer were discarded and will not be returned. Bleeding was noted and is a known risk per our information for use (IFU) because it can be aggravated by heparin or purge solution.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed.

Manufacturer narrative:
The cause of the hematoma and access site bleeding was not determined due to insufficient clinical details. The pump passed all the post sterile inspection checks.